Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the inside of the light guide lens of the duodeno videoscope was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material inside of the light guide lens because the lens was internally discolored, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: preparation and inspection - inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.